Event description:
Requested class a service key from ge healthcare to perform basic service as required by the FDA. Submitted to their web portal. No response in 2 weeks. I have escalated to their call center. No response. Escalated 3 times. Ge is controlling who service their equipment which is illegal. Customers are waiting on service because ge has locked the vendors out and has not responded with the service license key in a timely fashion. Their service manuals state 1 to 2 days. FDA safety report ID # (B)(4).